Event description:
Account alleged when the head of the bed is lowered and released, it continues to drift. No injuries reported.

Manufacturer narrative:
Account stated that the bed has been removed from service and will not be repaired.